Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet experienced leaking at the cartridge/reservoir during multiple supply changes, with a total of approximately five to six occurrences, consistent with a device leak/splash involving the reservoir component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage related to the seal, consistent with a leak/splash associated with the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.